Manufacturer narrative:
One bn-208 was returned for the complaint of tubing from the carefusion syringe pump module on the medley pump did not secure tightly with the bionector. The issue was found to be unconfirmed. An attempt was made to recreate the issue stated in the reported complaint. There was no carefusion syringe pump onsite to perform this test and one was not sent back with the sample. A 60 ml syringe substitute was used to test the connection at the bionector. The 60 ml syringe was attached to the bionector securely without incident and observed for loosing fitting threads. The threads on both syringe and bionector were observed to be secure. Repeated attempts to connect and disconnect the syringe and bionector showed no indication of loose fitting connection. The reported loose fitting connection issue could not be reproduced. All production and qc personnel are up to date with their training. Personnel responsible for the leak and occlusion testing of the product are trained to (B)(4), leak and occlusion testing. The qc testing is performed per (B)(4), leak and occlusion testing and (B)(4), destruction pull testing. The inspection/testing process is applicable for the testing needed to verify an acceptable product build. There are no documented issues known at the vygon facility that would have contributed to this type of complaint. Vygon has produced (B)(4) pieces of this product since november of 2013. This is the only customer complaint for the loosing fitting connection issue for this extension set (bn-208). It is one outlier found out of (B)(4) pieces produced. The failure rate for this is calculated to be (B)(4). The root cause for the loosing fitting connection issue could not be confirmed. In reviewing this issue, it was noted that this is the first occurrence of having loose fitting connection issues for this product (bn-208). Corrective action: this is an isolated incident, therefore there is no corrective action required at this time. Preventive action: no action required at this time due to the low incidence rate of this failure. Vygon USA will continue to monitor this failure mode for future occurrences.

Event description:
The staff has reported two incidences where the tubing from the carefusion syringe pump module on the medley pump has not secured tightly with the bionector.